Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned.

Event description:
It was reported the unit's battery not being charged when unit is plugged into adapter. Unit powers on and shows it's charging but the unit shuts off shortly after being unplugged from power adapter.